Event description:
It was reported that the o-ring from two cartridges were left on the "piston," interrupting insulin delivery. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.